Manufacturer narrative:
Implant date: if implanted, give date: unknown/not provided. Explant date: if explanted, give date: unknown/not provided. Telephone number: unknown/not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip cracked when the lens should be injected. The issue was first identified during implantation/application. The cartridge tip was in contact with the eye. It was reported that there was no patient injury. The customer has no further information than what has been provided.

Manufacturer narrative:
Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted